Event description:
The reporter contacted animas on (B)(6) 2012 reporting that 7 cartridge had an issue with air bubble formation resulting in elevated blood glucose to 28.8mmol/l. The reporter stated that the cartridge would be bubble free then bubbles would form around 8 to 10 hours later. The reporter stated that with switching to a new box of cartridge, the issue resolved. Customer support reviewed the filling technique which appeared to be correct. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubble formation in the cartridge.

Manufacturer narrative:
The reporter stated that the product was unavailable for return. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain cartridge sample from lot # b201762 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.